Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: clearly residues tissues on the product and in the delivery liquid. The ventricular catheter and the distal catheter are not manufactured from christoph miethke gmbh & co kg. Permeability test: to check if the progav 2.0 shunt system is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav 2.0 shunt system is permeable. Computer control test: in order to investigate the suspicion of over-drainage, the progav 2.0 shunt system was tested on a miethke computer controlled testing apparatus. The valves were tested by simulating a cerebrospinal fluid flow at rates from 60 ml/hr down to 5 ml/hr with the valves in horizontal and vertical positions (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting opening pressures were measured. The computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 3.86 cmh2o. This is not within the specified tolerance of 12 cmh2o ± 3 cmh2o. An applied pressure of 12 cmh2o, with the device in the horizontal position is expected to have a resultant opening pressure of 12 cmh2o ± 3 cmh2o. According to our result, we can confirm the presence of an over- drainage. Additionally, the shuntassistant was tested according to standard procedure in the vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant had a pressure of 20.25 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: we have investigated whether the progav 2.0 can be successfully set to each specified pressure setting. This indicating whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve is present and how much force must be exerted on the housing to release the rotor to adjust the valve using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav 2.0 was not within the specified tolerance, but the brake function operated as expected. The braking force show that need more power to release the rotor. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "over-drainage". The claim of "non- adjustability" can we not confirm. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions from our point of view, no further regulatory actions are required.

Event description:
Additional information received on 11/09/2020 with the product. Patient information: height: 110cm, implantation: (B)(6) 2018, removal: (B)(6) 2020.

Manufacturer narrative:
As soon as it is possible to carry out the investigation are provided a follow up will be submitted.

Event description:
It was reported that the shunt was unable to be adjusted. 5cmh20 to 10cmh20 several weeks after implantation. After several failed attempts that the shunt could not be changed back to 5cmh20. Numerous change of settings were attempted over several months & different adjustment tools were used but no attempts were successful. No further information available.